Event description:
Stryker-core hand piece safety switch is very loose causing the saw to shut off or come on depending on motion of device or positioning of device. This had previously been reported to company rep and old hand piece switch was replaced; however new switch is just as loose and could cause same problem.